Event description:
An allegation from an attorney indicated that the device was defective. The allegation stated that device was manufactured with the use of defective, improper, and unapproved components causing the device to fail and be explanted. It is further alleged that the patient sustained physical injuries.

Manufacturer narrative:
The patient is involved in a legal case. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.